Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was collected and analyzed. Analysis of the data indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). On (B)(6) 2014, sic measured 9121.

Event description:
It was reported that an electrical reset had been discovered during a routine implantable cardioverter defibrillator (ICD) device check. The patient may have autism and it was revealed that the patient sometimes hits the ICD pocket. The ICD was reprogrammed back to original settings. The patient presented a few days later due to an audible alert. Wireless telemetry could not be established with the ICD. It was determined that an electrical reset had occurred on each of the three previous days. A high number of short interval counts (sic) were also observed on the right ventricular (rv) lead. It was decided to monitor the patient¿s condition and no further intervention was done. The ICD and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 5554-53 lead implanted 2005 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.